Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the plastic distal end cover was burned due to component failure, likely due to stress of repeated use, external factors, or handling. Regarding the while foreign material present in the air water channel, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign material in the air water channel, and the plastic distal end cover was burned. There was no patient involvement.